Manufacturer narrative:
Evaluation: results: a microscopic inspection of the returned lead confirmed there was a kink in the lead body with complete wire separation at the site of the kink. The kink and lead wire damage is consistent with repetitive stress to the lead while implanted. The damaged lead wires resulted in the invalid impedances noted in the field. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's lead was explanted and replaced due to invalid impedance. The replacement lead resolved the pt's issue.